Event description:
It was reported that during a laparoscopic procedure, the jaws did not open after the device was used on the blood vessel. The device could be released by forcibly returning the trigger to the home position. The device did not clamp something hard. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Double feed, orange indicator wheel failure the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and one unformed clip was released due to the anti-backup failure; during the next firing sequence a double feed incident was noted and the jaws remained closed, the trigger had to be manually forced to open the jaws. Then four conforming clips were fed and formed and another double incident was noted and the jaws remained closed; finally the remaining four clips were properly fed and formed. The device locked out but the orange indicator was undertraveled. Please note the indicator wheel failure is not related to the reported event. The device was disassembled and evidence of friction was noted on the feedbar that potentially caused the double feed incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.